Event description:
Follow-up identified the patient's scs ipg was confirmed to be inoperable and was replaced with a new one. Stimulation therapy was reportedly restored and issue was resolved.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or recharged her scs stimulator in over a year. Consequently, the patient's scs ipg may no longer be operable. Surgical intervention may be taken to address the issue.